Event description:
It was reported that during a robotic pneumonectomy procedure, the device was closed and fired but it could not be opened. The tissue fell away. The staple and cut line was fine. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.